Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for post laminectomy pain. It was reported that patient told hcp that the implant was "inactive", that he has not used stimulation for a while. No patient symptoms or complications were reported in this event.